Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by healthcare professional PICC in oncology has fractured. Occurred during use. Additional information received 03/28/2024: the patient will require a second PICC insertion. Additional information was received for this event as part of a focus survey. The following additional detail was provided: PICC was placed in brachial vein. PICC exit site marking was 5cm, total length 43cm. Securacath used. Oncology treatment; no kitelock used. Breast ca - docetaxel, cyclophospamide, epiribicin. Internal PICC fracture. Chloraprep used to clean site during dressing change.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation

Event description:
It was reported by healthcare professional PICC in oncology has fractured. Occurred during use. Additional information received 03/28/2024: the patient will require a second PICC insertion. No other information was provided.